Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised 16 days after the primary surgery, due to dislocation.